Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and (B)(6) sites.  Reported by user outside the us. Report reference (B)(4). The report says: "in picu, on (B)(6) 2020, a child patient needed to go out for brain CT examination at 16:00. A ventilator was needed for the transfer of the patient to maintain the vital signs. The ventilator was started up to connect to the simulated lung. The ventilator was adjusted according to the preset parameters to observe the ventilation. It was found that the preset tidal volume is 200ml, and the actual tidal volume is about 350ml, which is far greater than the set value. After replacing the ventilator immediately, adjust according to the preset parameters, and the actual value was consistent with the preset value. After connecting the circuits to the patient, go out for examination. After the event was reported to medical equipment department, the maintenance personnel repeatedly checked and confirmed that the flow sensor was defective. After the replacement, the simulated lung was connected to perform a test, after which the ventilator was in normal operation." After investigation, the situation stated in the report is true. The maintenance personnel of medical equipment department checked repeatedly and confirmed that the flow sensor was defective. After replaced a new flow sensor, the ventilator worked normally. As the clinical staff found the problem in time in the preparation stage before connecting the ventilator to the patient and the machine was replaced with the spare one, did not cause any casualties to patients. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
The ventilator was started up to connect to the simulated lung. The ventilator was adjusted according to the preset parameters to observe the ventilation. It was found that the preset tidal volume is 200ml, and the actual tidal volume is about 350ml, which is far greater than the set value.